Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a height adjuster fractured off while attempting to remove a previously implanted screw during surgery. The screw was trying to be removed in order to extend the construct for adjacent level disease progression, however the tip of the adjuster was stuck in the screw head, so neither the tip nor the screw were able to be removed.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned dorsal height adjuster was evaluated. Visual inspection revealed a portion of the tip has fractured off. As the failure occurred during a procedure to remove a previously implanted screw, it is likely that the screw was integrated with the body. Depending on the degree of bony in-growth, more force would be required to remove the screw causing the dorsal height adjuster tip to fracture during removal. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a height adjuster fractured off while attempting to remove a previously implanted screw during surgery. The screw was trying to be removed in order to extend the construct for adjacent level disease progression, however the tip of the adjuster was stuck in the screw head, so neither the tip nor the screw were able to be removed.